Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h4, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the image sensor unit cable was kinked at the bending section. The event is detectable/preventable by handling the product in accordance with the following IFU: ltf-s190-5 IFU: operation manual ¿chapter 3 preparation and inspection 3.8 inspection of the endoscopic system¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the deflectable videoscope exhibited a static image during a tapp (transabdominal preperitoneal) procedure. The procedure was completed and there were no reports of patient harm.